Event description:
It was reported that (1) pmw35 device was used during a unknown procedure. It was reported by the rep that the staples would not close completely when fired. Diagnosis was abdominal pain, vomiting and nausea. Opened another device to complete the case. There was no consequence to the pt.